Event description:
It was reported that the bolus wizard that the bolus wizard was not deliver the appropriate amount of insulin. The customer's blood glucose was 147 mg/dl. Assisted in reviewing settings in set up wizard. The insulin pump did not make the correct calculations based on the information entered. Advised that the insulin pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.